Event description:
This report is being filed upon notification from our info systems manufacturer in (B) (4) to submit this event that happened in (B) (6). Problem: the storage manager of this radiological imaging processing system has been deleting studies. This has caused the loss of pt images and reports.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.